Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 1.5 inr/1.0 inr; 2.9 inr/2.2 inr; 4.1 inr/3.1 inr; 2.3 inr/1.7 inr; 2.1 inr/1.6 inr; 2.0 inr/3.2 inr; 6.0 inr/4.6 inr; 1.5 inr/2.5 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Patient 3: d.o.b (B)(6); medication includes coumadin and a pacemaker. Patient 4: d.o.b (B)(6); medication includes coumadin. Patient 5: d.o.b (B)(6); medication includes coumadin. Patient 6: d.o.b (B)(6); medication includes coumadin patient 7: d.o.b (B)(6); medication includes coumadin patient 8: d.o.b (B)(6); medication includes coumadin daily.